Event description:
The customer reported pads/paddles ECG was not working. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported pads/paddles ECG was not working. There was no report of pt involvement. The philips customer repair ctr (crc) evaluated the device, confirmed the failure, and resolved the failure by replacing the power pca.